Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reverted to manual injections for insulin therapy. There was no impact to the customer's blood glucose level.